Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the biopsy gun misfired. The physician stated that the gun fired without him pressing the pink button and as a result, the surgeon could not obtain an adequate sample. The surgeon replaced the device and completed the procedure.

Manufacturer narrative:
Received 1 used max-core biopsy instrument only without original packaging and without labeling. Per visual inspection, it was noted that the needle was curved upon return. Per functional testing, an attempt to prime the device was performed, and it was unable to cock. The device was disassembled and a missing bumper was found inside the right stylet hub. A new bumper was installed on the right stylet hub, all pieces of the complaint sample were reassembled back and the device was tested again. All times the device cocked and fire properly (30/30), no failure reported at this time. After installation of the new bumper, the device did not stick and was working properly. The reported event was confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. While maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the biopsy gun misfired. The physician stated that the gun fired without him pressing the pink button and as a result, the surgeon could not obtain an adequate sample. The surgeon replaced the device and completed the procedure.